Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 12, 2013. Based on qa assessment, the product met specifications at the time of release. The system functioned to specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Event description:
A nurse reported that before a procedure they had occlusion issues. The surgery was completed using an alternate system with no harm to the patient. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).